Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case specific circumstances as additional heparin bolus was administered and additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw (lot: 40827a1018) was chosen for implantation. During preparation, the clip did not open smoothly. The clip had been opened without issue to 60 degrees, but after that resistance was felt then the clip jumped open. Troubleshooting was performed but the issue persisted. A replacement mitraclip was then selected. During the initial advancement of the steerable guide catheter (sgc) when the sgc was still in the right atrium, a thrombus was observed at the guidewire in the right atrium and thrombus was also observed on the guidewire in the left atrium. Heparin had been given and activated clotting time was 313 seconds. An additional heparin bolus was administered and procedure was paused for 30 minutes. After the allotted time the thrombus was still visible. The dilator was then removed from the sgc with aspiration and the right atrial thormbus was aspirated through the sgc. In the course of this removal the thrombus in the left atrium was not visible anymore. No detachment or embolization of the thrombotic material was detected. The procedure was abandoned and ended with mr unchanged. The patient was reported to be stable. There was no clinically significant delay.